Manufacturer narrative:
Cont¿d from report source: healthtrust analyst, member support. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the IV tubing separated below the drip chamber while infusing tpn and chemotherapy. There was no report of patient harm.